Manufacturer narrative:
Patient date of birth and weight not available for reporting. This report is for an unknown pdc implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with the prodisc-cervical (pdc) artificial disc replacement device on (B)(6) 2017 for a two-level arthroplasty. Exact levels are not known. On unknown date it was determined the arthroplasty endplates were no longer level/parallel on the right side, making the pdc implant unstable. Patient was returned to surgery on (B)(6) 2018 for removal of the pdc implant. Surgery was completed successfully. No patient harm or fragments were reported. It is not known if the patient was revised to other hardware. This report is for one (1) unknown pdc implant. This is report 1 of 1 for (B)(4).